Event description:
This lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2011 due to high thresholds and inability to reposition. The rv lead was explanted and replaced. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).